Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current test of returned meter, the result was 1.4ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d171025-2, only 6 pcs). The control solution tests for level low were 77/74 mg/dl, for level high were 267/288 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass. We tested the retain strips(same as patient's strip, lot number:d171025-2 from our warehouse with returned meter and in house control solution ). The control solution tests for level low were 69/68 mg/dl; for level high were 262/263 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass.

Event description:
End-user reported medical attention was sought on (B)(6) 2019 around 3pm at his home. Caller stated that he received a result of 303mg/dl he stated that his normal range for testing at that time of day is usually around 129-139mg/dl. Caller stated that he started to feel dizzy weak and nervous. He stated that he then called paramedics. While waiting for the paramedics to arrive the end-user stated he drank water. Prior to testing or calling paramedics he stated that he took the following medications: metformin, levothyroxine, atorvastatin, and omeprazole. He also said he drank some gatorade soda and water. Paramedics arrived within 2 minutes and tested the end-user with their meter he said he does not recall what the result was. The end-user was not transported to the emergency room by the paramedics and does not recall what his blood glucose was before they left his home. The end-user was informed that his test strips were open longer than 90 days and they were no longer any good to use. No further information was provided.